Event description:
Customer reported that they received a positive covid-19 test for home and over the counter (otc) use result on (B)(6) 2022 (sn: (B)(4), lot#24036h, reader sn (B)(4)) and a negative result the next morning on (B)(6) 2022 (sn: (B)(4) lot#24036h). A subsequent home test from costco (brand unspecified) was taken after the positive result and it provided a negative result. Individual had no verified exposure, had some headaches during the day, and their work notified them that there was a positive confirmation in their building but they were not in close proximity.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.